Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer was failed. A field service engineer (fse) found drawer was not showing cubie pockets upon arrival. The issue was identified as a controller board sensor that was not properly plugged in. The j board was swapped for the station, after which the station returned fully functional and was tested within the medical application by fs. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer opened and prompted to inventory medicine, but no cubies would open. User restarted but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.